Event description:
Glaucoma. This was originally picked up at a routine eye check in around 2007 and has continued to deteriorate to date. I have minor issues with my left eye, but my right eye has deteriorated quite rapidly despite use of latanoprost and benzyl bromide. I've recently had surgery on my right eye to ease the pressure. I had successful lasik surgery in 2003 which took me from -8 to 20 20 vision. Despite the anesthetic on my eye, I suffered quite a lot of pain while the pressure was being built up on my right eye for the operation. Nothing on my left. I was told this was normal for the second eye. I had a concern that maybe there was an issue behind the eye, but that was just a lingering doubt. I raised this when first treated for glaucoma, but was told there was no link. I've continued to raise the question with different consultants over the course of my glaucoma treatment. My latest consultant is the first to suggest a possible link, as she has 3 young (40ish) patients she's treating currently who all had the surgery around 10 years ago. This isn't a definite link, but to mind it's worth reporting as a potential side effect.